Event description:
Lifepak 9p monitor defibrillator pacemaker on display at a community healthfair. During set-up of the equipment, a nurse attempted three (3) times to discharge the defibrillator, the unit did not discharge upon each of these attempts. The nurse also noted the signage on the machine which reads "not intended for clinical use, intended for demonstration only". Later, a nine (9) year old child was observed to be holding the defibrillator paddles on either side of his head. As described by witnesses, the child then fell to the ground and seized for approximately thirty (30) seconds. The child was transported to the hospital, admitted, and discharged the following day. Baystate medical center submits this report pursuant to the provisions of 21 cfr part 803. This report is based on preliminary inforamtion received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurreddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.